Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer confirmed the occurrence of b30 and e315,e316 from initiation information. For b30 and e315,e316, since all errors are related to connecting the scope, this phenomenon may have occurred due to dust or water droplets adhering to the electrical contacts with the scope, the scope socket had failed, or the scope had an abnormality. In addition, it was assumed that a defect occurred temporarily due to the above possibility because the equipment was not returned. The legal manufacturer confirmed the contents of the instruction manual. When the legal manufacturer checked the contents of the instruction manual regarding b30 when the products were shipped and found the following: it is determined that this will prevent indication phenomenon. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer confirmed that the product was shipped in accordance with the specifications.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) spoke with the customer regarding the failure and was informed that the customer cleaned the first scope and let it air dry, powered off the cart , plugged in the scope and then powered it on and an image appeared. The customer reported that they repeated the same step with the second scope and the error/image issue resolved. The unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the a ¿b30 communication error¿ message was observed when the two 190 series scopes were attached to the customer¿s unit. There was no patient involvement.